Event description:
During patient care, in the delivery room, it was discovered the bag was attached on the wrong side; the pressure pop-off was placed near the mask and the pressure gauge was facing side-ways, this caused an improper fit. There was no reported injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 08 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: g1. Additional information: d4 h6. The actual complaint product was not returned for evaluation; however, photographic evidence was provided and was reviewed. The complaint was confirmed; however, the root cause could not be determined. The device history record for lot 512484 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
During patient care, in the delivery room, it was discovered the bag was attached on the wrong side; the pressure pop-off was placed near the mask and the pressure gauge was facing side-ways, this caused an improper fit. There was no reported injury.